Manufacturer narrative:
Device was used for treatment, not diagnosis. This device is obsolete; replacement device is 387.286 (single locking drill guide) (on backorder as of (B)(6)). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review part number: 324.061, synthes lot number: a4hd767, release to warehouse date: (B)(6) 1998, mfg. Site: (B)(4), review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while restocking a set in sterile processing, the sales consultant found the flange at the tip of the drill guide was broken off. The broken fragment was not found. It is not known how or when the drill guide broke. There is no reported patient or procedure involvement at the time it was discovered. All known information has been provided. There is one device on this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
There were no patient involvement reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) locking drill guide with tissue protection (part 24.061, lot a4hd767, mfg. 03/1998) was returned with a complaint stating that the tip was discovered broken at sterile processing. The complaint was able to be confirmed at customer quality has one (1) of the four (4) flanges were broken off. The fragment was not returned. In addition to the broken flange, the screw on the drill guide¿s pivot had fallen out. This screw was returned with the complaint. Replication of the complaint is not applicable as the device was returned broken. A visual inspection, functional test, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. As the circumstances leading to the damage is not known, the definitive root cause could not be determined. The device was manufactured over 18 years ago and it is likely that accumulated stresses lead it to fatigue and breakage. Also, if excessive side load is imparted on the device, a cantilever force could cause a breakage. This could happen if the instrument is being used to manipulate the plate inside the wound. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.